Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: g1: manufacturing site name and address. The batch number 36p5361 corresponds to the subcomponent article# 60123907. Part: 60123907, lot: 36p5361, manufacturing site: grenchen, release to warehouse date: january 30, 2020. A manufacturing record evaluation was performed for the subcomponent# 60123907, lot# 36p5361, and no non-conformances were identified. Visual inspection: the bolt for femoral neck sys 85 length-sile (p/n: 04.168.285, lot number: 36p5361) was received at us cq. Visual inspection of the complaint device showed color fading and discoloration, but no defects that would lead to an adverse event. Product issues/defects identified? No. Investigation conclusion: this complaint is not confirmed as no defects were identified that would contribute to the adverse event. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elements: fns bolt/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of femoral neck system. The patient suffered from avascular necrosis. It is unknown if there is surgical delay reported and if the procedure was successfully completed. The patient suffered from avn. This complaint involves six (6) devices. This report is for (1) unk - nail head elements: fns bolt. This report is 2 of 6 for (B)(4).